Event description:
Kendall health care on 4/26/2000 received report that an employee of a hosp was opening a soft pack, that contained an insulin syringe and was stuck by a clean needle that was protruding through the side of the needle cap. Employee found an extra clean needle that was bonded to the inside of the needle cap.